Manufacturer narrative:
The customer reported issue of the autopulse platform failed with user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) and user advisory (ua) 12 (lifeband not present) error messages was confirmed during the archive review. However, only the user advisory (ua) 07 was observed during the initial functional testing. The potential root cause was due to defective load cells as a result of damage sustain by mishandling. The autopulse platform is a reusable device and was manufactured in august 2010 and is 9 years old, passed the expected service life of five years. During functional testing, user advisory (ua) 07 error message displayed upon power on the device, thus confirming the reported complaint. In addition, the intermittent function of the belt clip retention disc was observed that could cause the lifeband clip to disengage and enforce the platform to display the user advisory (ua) 12 error. The root cause of the issue was due to the age of the platform. A review of the archive data indicated multiple error messages user advisory (ua) 12 and user advisory (ua) 07 on the customer reported event date. The load characterization check was performed and confirmed defective load cell. Following the service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 30 minutes without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform sn (B)(4).

Event description:
The autopulse platform (sn: (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) and user advisory (ua) 12 (lifeband not present) error messages. No known impact or consequence to patient.